Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2023 h6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Nexiva unit. The visual inspection of the received sample shows that the needle has pieced the catheter and is seen protruding on the side of the tubing wall. The observed media on the device indicates that the device has been handled and venipuncture was performed. Your reported issue was confirmed. As the unit was used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. Please refer to the IFU(instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A needle spear through may also occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was punctured by the needle after inserting it into the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nurse was placing peripheral intravenous catheter (piv) for infusion. Vein punctured, blood return came into piv. Unable to advance and patient reported some pain. Catheter and needle removed. Catheter had been punctured by needle... Additional info from customer: (01-sep-2023) -what is the number of occurrence? 2 -can you confirm the event date is on 4-aug-2023? The 1st occurrence was on (B)(6) 2023 and the 2nd was (B)(6) 2023."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was punctured by the needle after inserting it into the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nurse was placing peripheral intravenous catheter (piv) for infusion. Vein punctured, blood return came into piv. Unable to advance and patient reported some pain. Catheter and needle removed. Catheter had been punctured by needle. Additional info from customer: (B)(6) 2023). -what is the number of occurrence? 2. -can you confirm the event date is on (B)(6) 2023? The 1st occurrence was on (B)(6) 2023 and the 2nd was (B)(6) 2023".